Manufacturer narrative:
The recipient's wound is reportedly healed.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced an infection at the implant site and device extrusion. On (B)(6) 2017, the recipient was prescribed antibiotics. On (B)(6) 2017, the recipient was hospitalized and underwent a skin flap rotation . The recipient removed the device at home. The recipient will not be reimplanted.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed all the electrical and mechanical tests performed. The device was explanted due to medical reasons. The device passed the tests performed. This is the final report.